Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change operation. During procedure, the rv lead exhibited an insulation breach. The lead was successfully capped and replaced. The patient was in stable condition.